Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system that was not booting up. The system was restarted but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the logs, which indicated a problem with the geo pc. The defective geo pc was returned for analysis and confirmed the problem with the bios. To resolve the reported issue, the fse replaced the geo pc and downloaded the board software. After replacement and necessary changes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.